Event description:
Procedure: gastro partial resection. Reportedly, about three hours after the surgery, bleeding was confirmed from the drain. Opened the patient again and re-operation occurred. Then it was confirmed, bleeding from the arteries, so reinforced the fragment by hand sewing. Patient status unknown at this time.